Manufacturer narrative:
H11: the actual device was not available; however two (2) photographs of the sample were provided for evaluation. The photographs were visually inspected and showed a separation between the main body and twist clamp. The reported leak through closed clamp could not be verified or refuted. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had fluid flow with the twist clamp closed; further described as ¿damage to the closing valve and despite closing the catheter, peritoneal fluid continued to flow out". A rupture of the valve of the transfer line was observed. This was observed during use of the device for peritoneal dialysis therapy. The transfer set was replaced. There was no report of patient injury associated with this event, however, the patient was prescribed ciprofloxacin 250 mg orally every 12 hours for 5 days as a prophylaxis treatment. No additional information is available.